Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. Normal depletion - meets expected longevity.

Event description:
It was reported that the patient went asystolic and syncopal while the clinician was trying to interrogate the device. The clinician pulled away the programmer head and the device went to single chamber fixed rate (vvi 65). The device was explanted and replaced. No further patient complications have been reported as a result of this event.